Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 120449: (B)(4) items manufactured and released on 20-apr-2012. Expiration date: 2017-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: femoral neck highly scratched. Clinical evaluation performed by medical affairs manager: femoral component (stem, head and liner) revision performed 7 years and 9 months after primary cementless total hip arthroplasty. Patient reported a traumatic event occurred 5 years ago. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible suggesting implant mobilization. It's likely that the traumatic event caused the initial mobilization of the stem but this cannot be confirmed on the basis of a single pre-revision image. The reason of this failure cannot be determined.

Event description:
Revision surgery due to aseptic loosening of amistem h std 3 after 8 years from the primary surgery. The patient was complaining of pain after an accident in 2015 but is not confirmed if the accident was the cause of the stem mobilization. The surgeon revised the stem, liner and head.